Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the patient required revision surgery. Update (B)(6) 2019 (B)(6): information received from legal department: "it was reported, that the patient underwent a left total hip arthroplasty in (B)(6) 2012. It's further alleged that in (B)(6) 2018, the patient began to experience severe left hip pain and dysfunction. Diagnostic imaging showed fracture at the head/ neck junction, with 90-degree rotation of the femoral component and superior displacement of the neck component. The patient underwent revision surgery on (B)(6) 2018.